Event description:
It was reported that the customer was hospitalized due to high blood glucose and key tones. The customer's blood glucose level was 400 mg/dl. The customer was treated with IV drips and salin. The customer was admitted at (B)(6) hospital on (B)(6) 2014. The customer declined to troubleshoot for high blood glucose. The customer cause of emergency room visit, it was a bent cannula, did not receive any no delivery alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.